Event description:
It was observed that during the evaluation, the subject device exhibited no buzzer sound due to front panel failure, distorted image due to the failure of the video connector receptacle and no images due to ap board failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to the repair location for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no buzzer sound due to front panel failure, distorted image due to the failure of the video connector receptacle and no images due to ap board failure. The front panel, video connector receptacle and ap board failure were due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device